Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer visited the emergency room due to ketones and high blood glucose of 598 mg/dl. It was stated that the customer was vomiting prior to being admitted. Attempted to call the mother for more information without results. No further information was provided.